Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through design analysis. It was determined that the software was functioning as designed. Fdm, fdr, fdc codes still apply to this analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system being used for catheter placement. The rep indicated that they were unable to track the stylet. When the rep looked at the em controller, there was no light on the port that the rep was plugged into. The instrument was swapped to a different port and then a green light for the stylet appeared. The rep was waiting to test navigation as the surgeon was proceeding with the case, but after a couple minutes the surgeon decided the ventricles were large enough that navigation was not needed. The cause of the issue appeared to be a bad port on the em controller. Later the rep reported that when the surgeon pulled the stylet into the field the patient tracker and tracer pointer were red and the stylet was not recognized. The rep realized the emitter was angled downward and wasn't positioned properly. The rep corrected the emitter's position and then saw the patient tracker, but the surgeon did not put the stylet back into the field because the surgeon had everything they needed before the case by setting a target and entry. The surgeon looked at their plan before scrubbing in so navigation did not appear to actually be needed in the case. There was no delay in procedure or change in patient outcome as a result of the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received: it was not known why the green light did not come on initially in the port the stylet was plugged into. The issue was resolved during the case by simply changing ports. This caused the green light to come on. Since they, all ports have been used multiple times without issue.